Event description:
Customer called and stated that her insulin pump is not working. Customer was advised customer that we do not manufacture the insulin pump. During the call, a blood test was performed by the customer and produced test result of hi using true metrix meter. The test strip lot manufacturer¿s expiration date is 07/25/2024; product storage and open vial date were not disclosed. Customer advised that she is feeling shaky. Customers husband advised that he is wasting time speaking with me and that he is going to call medtronics.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: (B)(6): user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the customer's condition had improved- able to establish contact with customer who stated she got a new insulin pump and she is still having high readings. While attempting to ask the follow up questions, customer stated that she had to call us back. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the customer's condition had improved- able to establish contact with customer's husband who stated that customer was currently in the hospital. Husband stated customer was currently on a ventilator and that the doctor advised that she may not make it through the day. Note 3: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the customer's condition had improved- able to establish contact with customer's husband who stated that customer was still in the hospital but she had improved a little. Husband did state that the issues had nothing to do with the meter it was the insulin pump. Customer had a 3 different mini stoke in the last few days along with her diabetes problems. Note 4: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the customer's condition had improved- able to establish contact with customer's husband who stated customer was still in the hospital and was not doing well. Per her husband, customer had another stroke. Note: 5: manufacturer contacted customer in a follow-up call on (B)(6) 2023- the customer is still in the hospital due to heart issues and just had surgery to have stents put in and will be transferred to rehab soon.

Manufacturer narrative:
Sections with additional information as of 05-june-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.